Manufacturer narrative:
D9 - date returned to mfg: 2/4/2025. Two photographs were provided by the customer, unable to determine cause of the complaint from the photographs provided. Received one used. List #d1000, tego¿ connector, appx 0.05 ml; lot #unknown. As received, there was tearing on the top seal as well as clotting in the fluid path. No other physical damage or anomalies were observed. Customer complaint of unable to aspirate is confirmed the probable cause of tearing on the top silicone seal as well as clotting in the fluid path is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. This was part of a corrective and preventative action (CAPA).

Event description:
A complaint was received regarding a tego connector that experienced no flow during use. It was stated in the report, ¿used for one dialysis session. On second dialysis session unable to aspirate through tego.¿ the events were noted during use on patient and it was unknown how long it was use and with no medication. Someone became aware of the event when tego observed by clinical staff as part of dialysis procedure. The data was communicated via email. There was patient involvement, there was delay in therapy, no adverse event and no one was harmed as a result of the reported event.

Manufacturer narrative:
The device is in transit, but has not yet been received. Upon completion of the investigation a supplemental MDR will be submitted.